Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported by the patient they were having pain in the ins site, on the left side, deep in the perineum area. The patient stated they would be walking in the store and get a ¿wooshing pain¿ in the pelvic/perineum area. The patient stated they haven't been able to sleep on that side and that the pain felt like they were passing a kidney stone but it was not that. The patient stated they were admitted to the hospital when the issue first started and that they were puking and their stomach had been descended. The patient stated the pain had worsened in the past few weeks. The patient noted they had hip implants (unrelated to the device/therapy) and they went to see their general practitioner to ensure that this was not related to an issue with the hip implants and after the x-ray they determined that it was not. The patient stated they checked their urine to ensure it was not that. The patient stated they saw their interstim health care physician (hcp¿s) partner and they prescribed some medication (carafate for the stomach, thinking maybe ulcer symptoms, heartburn medication thinking it might be a touch of gastritis) but then the hcp never called it in so they never took it. The patient stated that everything had been ruled out and they still didn't know what was causing it. The patient stated they had not tried turning their stimulation off to see if that would resolve the issue. The patient stated they may try doing that to see if it would resolve the issue or not. The patient was going to follow up with their hcp to discuss symptoms. The caller stated they would be seeing their general practitioner on thursday to go over the hip x-rays. The patient stated that this issue had been gradual and that it had started in (B)(6) 2019. Programmer usage and button usage was reviewed with the patient and the patient was shown how to check their ins status. The patient then confirmed that their stimulation was on. There were no further complications reported.